Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Procedure - pre-clinical study - helios pfa dvt study. It was reported that when the sheath was in the left atrium and a catheter was being advanced into the sheath, the side port of the sheath broke off and caused blood to leak back. They replaced the sheath and the procedure continued. No replacement sheath was requested. Documentation requested for the sheath.

Event description:
There was a procedure delay, just long enough to exchange the sheath. The only force applied to the side port would be a flush line that was connected to it under pressure. The sheath was manipulated (rotated from time to time).

Manufacturer narrative:
No product was returned to oscor inc. For evaluation, device was discarded; however, a complaint notification was provided. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections.without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.